Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine") and intestinal perforation ("one of the coils had perforated the tube and her intestine") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pain"). The patient was treated with surgery (on (B)(6) 2017, she underwent a total hysterectomy). At the time of the report, the fallopian tube perforation, intestinal perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, intestinal perforation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), tubo-ovarian abscess ("tupoovarian abscess /right tubal ovarian abscess"), the first episode of gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition/"), the second episode of gastrointestinal injury ("erosion of her right essure implant into her appendix"), device expulsion ("malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the pther essure"), appendicitis ("secondary appendicitis") and ovarian cyst ("left ovarian cyst") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "patient wanted to have the other essure removed but hcp was not able to locate it" and device difficult to use "failed removal of left coil". The patient's past medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016 and menarche (at age 14). She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection.she denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic and non-tobacco user. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included doxycycline and vicodin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced thyroid disorder ("autoimmune disorder-thyroid disorder"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced cystitis ("infection of bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2014, the patient experienced puncture site abscess ("infection (other): puncture abcsess"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pain \ pain \daily pain in pelvic area"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain upper ("left upper quadrant pain"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("persistent, daily pain in lower abdominal"). The patient was treated with surgery (on (B)(6) 2016,diagnostic laparoscopy,laparoscopic removal of coil removal from right fallopian tube), surgery (diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess), surgery (on (B)(6) 2016, bowel resection), surgery (on (B)(6) 2016 laparoscopic appendectomy), surgery (on (B)(6) 2017 had hysterectomy removal of left coil , on (B)(6) 2017 had salpingectomy), surgery and surgery (on (B)(6) 2017 had oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, the last episode of gastrointestinal injury, urinary tract infection, vaginal infection, migraine and fatigue had resolved and the tubo-ovarian abscess, device expulsion, appendicitis, ovarian cyst, mood swings, cystitis, thyroid disorder, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, weight increased, alopecia and puncture site abscess outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, appendicitis, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine, mood swings, ovarian cyst, pelvic pain, puncture site abscess, thyroid disorder, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight increased, the first episode of gastrointestinal injury and the second episode of gastrointestinal injury to be related to essure. The reporter commented: patient had laparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Discrepancy was noted in the product explant date as it was reported as (B)(6) 2016 , (B)(6) 2017. (B)(6) 2017 , surgical removal of coil  - laparoscopic  removal of coil from right fallopian tube.  Hysterectomy with bilateral salpingo- oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. In nov -11 essure confirmation test resulted in total bilateral occlusion. Ultrasound scan was performed, patient does have a 2-3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension. On (B)(6) 2016 patient confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only. On (B)(6) 2017 patient verified bilateral fallopian tubes and left ovary: resulted in bilateral fallopian tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event "infection (other): puncture abscess" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), device breakage ("there is a residual 2 to 3mm round metallic fragment apparently in the right infundibulum or fundal myometrium"), device expulsion ("malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure"), embedded device ("essure implant is in the wall of her uterus"), tubo-ovarian abscess ("tupoovarian abscess /right tubal ovarian abscess"), the first episode of gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition/"), the second episode of gastrointestinal injury ("erosion of her right essure implant into her appendix"), appendicitis ("secondary appendicitis"), ovarian cyst ("left ovarian cyst") and autoimmune thyroid disorder ("autoimmune disorder-thyroid disorder") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 (B)(6) 2009), miscarriage in 2011, abortion (B)(6) 2011), appendectomy in 2016, menarche (at age 14), hypertension, tenderness and weight loss. She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection. She denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010 and antihistamines. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic, non-tobacco user, thyroid disorder, multiple allergies, hydrosalpinx, oophoritis, salpingitis, abdominal tenderness, right lower quadrant pain, left lower quadrant pain and cramp in lower abdomen. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included antibiotics, clindamycin, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levofloxacin, oxycodone hydrochloride (oxycontin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2012, the patient experienced cystitis ("infection of bladder"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2014, the patient experienced puncture site abscess ("infection (other): puncture abscess"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pain \ pain \daily pain in pelvic area/pelvic pain"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant), 4 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain upper ("left upper quadrant pain"), mood swings ("mood swings"), alopecia ("hair loss"), abdominal pain lower ("persistent, daily pain in lower abdominal"), the first episode of complication of device removal ("failed removal of left coil"), the second episode of complication of device removal ("patient wanted to have the other essure removed but hcp was not able to locate it") and irritable bowel syndrome ("ibs") and underwent intestinal resection ("bowel resection"). The patient was treated with surgery (appendectomy, diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess, on (B)(6) 2016 laparoscopic appendectomy, on (B)(6) 2016, bowel resection, on (B)(6) 2017 had oophorectomy, on (B)(6) 2017 had hysterectomy removal of left coil , on (B)(6) 2017 had salpingectomy and on (B)(6) 2016,diagnostic laparoscopy,laparoscopic removal of coil removal from right fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, the last episode of gastrointestinal injury, urinary tract infection, vaginal infection, migraine, fatigue, irritable bowel syndrome and vulvovaginal mycotic infection had resolved, the device breakage, device expulsion, embedded device, tubo-ovarian abscess, appendicitis, ovarian cyst, mood swings, cystitis, autoimmune thyroid disorder, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, alopecia, puncture site abscess and intestinal resection outcome was unknown and the last episode of complication of device removal had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, appendicitis, autoimmune thyroid disorder, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, intestinal resection, irritable bowel syndrome, migraine, mood swings, ovarian cyst, pelvic pain, puncture site abscess, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of complication of device removal, the first episode of gastrointestinal injury, the second episode of complication of device removal and the second episode of gastrointestinal injury to be related to essure. The reporter commented: patient had laparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Discrepancy was noted in the product explant date as it was reported as (B)(6) 2016 ,(B)(6) 2017. (B)(6) 2017 , surgical removal of coil  - laparoscopic. Removal of coil from right fallopian tube.  Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: there has been interval removal of the right essure device, but that there is a residual 2 to 3 millimeter round metallic fragment apparently in the right infundibulum or fundal myometrium.; on (B)(6) 2017: the left essure in the cornua,. Human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - in october 2011: bilateral fallopian occlusion.; in (B)(6) 2011: bilateral fallopian occlusion; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: bilateral fallopian occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - in (B)(6) 2011: 3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension.; on (B)(6) 2017: tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified.; on (B)(6) 2017: confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only.. Ultrasound scan vagina - on an unknown date: there is a simple 5.1 cm left ovarian cyst. Simple 5.1 cm left ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, acute appendicitis, ovarian cyst, fatigue and tubo-ovarian abscess, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-apr-2019: pfs received. Event: bowel resection , gastrointestinal or digestive system condition type: ibs ,yeast infection were added. Events outcome were updated. Concomitant drugs , lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), device breakage ("there is a residual 2 to 3mm round metallic fragment apparently in the right infundibulum or fundal myometrium"), device expulsion ("malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the pther essure"), embedded device ("essure implant is in the wall of her uterus"), tubo-ovarian abscess ("tupoovarian abscess /right tubal ovarian abscess"), the first episode of gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition/"), the second episode of gastrointestinal injury ("erosion of her right essure implant into her appendix"), appendicitis ("secondary appendicitis"), ovarian cyst ("left ovarian cyst") and autoimmune thyroid disorder ("autoimmune disorder-thyroid disorder") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016, menarche (at age 14) and hypertension. She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection. She denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic, non-tobacco user, thyroid disorder, multiple allergies, hydrosalpinx, oophoritis, salpingitis and abdominal tenderness. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included doxycycline, hydrocodone bitartrate;paracetamol (vicodin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced cystitis ("infection of bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2014, the patient experienced puncture site abscess ("infection (other): puncture abcsess"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pain \ pain \daily pain in pelvic area"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant), 4 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), abdominal pain upper ("left upper quadrant pain"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("persistent, daily pain in lower abdominal"), the first episode of complication of device removal ("failed removal of left coil") and the second episode of complication of device removal ("patient wanted to have the other essure removed but hcp was not able to locate it"). The patient was treated with surgery (diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess, on (B)(6) 2016 laparoscopic appendectomy, on (B)(6) 2016, bowel resection, on (B)(6) 2017 had oophorectomy, on (B)(6) 2017 had hysterectomy removal of left coil , on (B)(6) 2017 had salpingectomy and on (B)(6) 2016, diagnostic laparoscopy, laparoscopic removal of coil removal from right fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, the last episode of gastrointestinal injury, urinary tract infection, vaginal infection, migraine and fatigue had resolved, the device breakage, device expulsion, embedded device, tubo-ovarian abscess, appendicitis, ovarian cyst, mood swings, cystitis, autoimmune thyroid disorder, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, weight increased, alopecia and puncture site abscess outcome was unknown and the last episode of complication of device removal had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, appendicitis, autoimmune thyroid disorder, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, migraine, mood swings, ovarian cyst, pelvic pain, puncture site abscess, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight increased, the first episode of complication of device removal, the first episode of gastrointestinal injury, the second episode of complication of device removal and the second episode of gastrointestinal injury to be related to essure. The reporter commented: patient had laparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Discrepancy was noted in the product explant date as it was reported as (B)(6) 2016, (B)(6) 2017.  (B)(6) 2017 , surgical removal of coil  - laparoscopic. Removal of coil from right fallopian tube.  Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: there has been interval removal of the right essure device, but that there is a residual 2 to 3 millimeter round metallic fragment apparently in the right infundibulum or fundal myometrium.; on (B)(6) 2017: the left essure in the cornua,. Human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - in (B)(6) 2011: bilateral fallopian occlusion.; in (B)(6) 2011: bilateral fallopian occlusion; on (B)(6) 2017: bilateral fallopian occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - in (B)(6) 2011: 3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension.; on 06-jan-2017: tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified.; on (B)(6) 2017: confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, acute appendicitis, ovarian cyst, fatigue and tubo-ovarian abscess. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received. Following events were added: there is a residual 2 to 3mm round metallic fragment apparently in the right infundibulum or fundal myometrium and essure implant is in the wall of her uterus. Other hcp added. Aka name added. Medical history added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), tubo-ovarian abscess ("tupoovarian abscess /right tubal ovarian abscess"), the first episode of gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition/"), the second episode of gastrointestinal injury ("erosion of her right essure implant into her appendix"), device expulsion ("malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the pther essure"), appendicitis ("secondary appendicitis") and ovarian cyst ("left ovarian cyst") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal of left coil" and device difficult to use "patient wanted to have the other essure removed but hcp was not able to locate it". The patient's past medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016 and menarche (at age 14). She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection.she denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016 and (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic and non-tobacco user. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included doxycycline and vicodin. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced thyroid disorder ("thyroid disorder"). In 2014, the patient experienced cystitis ("infection of bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In 2016, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 4 years 11 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant) with abdominal pain upper. On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (on 26-sep-16,diagnostic laparoscopy,laparoscopic removal of coil removal from right fallopian tube), surgery (diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess), surgery (on (B)(6) 2016, bowel resection), surgery (on (B)(6) 2016 laparoscopic appendectomy), surgery (on (B)(6) 2017 had hysterectomy) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, the last episode of gastrointestinal injury, urinary tract infection, vaginal infection, migraine and fatigue had resolved and the tubo-ovarian abscess, device expulsion, mood swings, cystitis, thyroid disorder, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, weight increased, alopecia, appendicitis and ovarian cyst outcome was unknown. The reporter considered alopecia, appendicitis, bladder disorder, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine, mood swings, ovarian cyst, thyroid disorder, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal infection, weight increased, the first episode of gastrointestinal injury and the second episode of gastrointestinal injury to be related to essure. The reporter commented: patient had aparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test. Pregnancy test urine - on an unknown date: negative . In (B)(6) essure confirmation test resulted in total bilateral occlusion ultrasound scan was performed, patient does have a 2-3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension. On (B)(6) 2016 patient confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only. On (B)(6) 2017 patient verified bilateral fallopian tubes and left ovary: resulted in bilateral fallopian tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) was found to be a duplicate of this case and will be deleted from bayer database. All information was transferred - reporters added, events updated and added (secondary appendicitis, left ovarian cyst, left upper quadrant pain, patient wanted to have the other essure removed but hcp was not able to locate it) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), device breakage ("there is a residual 2 to 3mm round metallic fragment apparently in the right infundibulum or fundal myometrium"), embedded device ("essure implant is in the wall of her uterus / malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure / malposition of essure device location of device: uterus"), tubo-ovarian abscess ("tupoovarian abscess /right tubal ovarian abscess"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"), gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition / erosion of her right essure implant into her appendix"), appendicitis ("secondary appendicitis") and ovarian cyst ("left ovarian cyst") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016, menarche (at age 14), hypertension, tenderness and weight loss. She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection.she denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010 and antihistamines. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016, (B)(6) 2016, (B)(6) 2016,(B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic, non-tobacco user, thyroid disorder, multiple allergies, hydrosalpinx, oophoritis, salpingitis, abdominal tenderness, right lower quadrant pain, left lower quadrant pain, cramp in lower abdomen, back pain, unilateral leg pain, stiffness, lumbar disc disease, myalgia, myositis, myofascial pain syndrome and adnexa uteri cyst. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included antibiotics, clindamycin, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin, muscle relaxants, centrally acting agents, oxycodone hydrochloride (oxycontin) and oxycodone hydrochloride;paracetamol (percocet). In 2011, the patient experienced abdominal pain lower ("persistent, daily pain in lower abdominal"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2012, the patient experienced cystitis ("infection of bladder / infection (bladder / urinary tract / vaginal) - type:"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type:"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type:"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In (B)(6) 2014, the patient experienced puncture site abscess ("infection (other) describe: puncture ¿ abcess"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pain \ pain \daily pain in pelvic area/pelvic pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant), 4 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain upper ("left upper quadrant pain"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), complication of device removal ("failed removal of left coil") and irritable bowel syndrome ("ibs") and underwent intestinal resection ("bowel resection"). The patient was treated with surgery (appendectomy, diagnostic laparoscopy, hysterectomy (full), salpingectomy, bilateral oophorectomy, diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess, on (B)(6) 2016, bowel resection, on (B)(6) 2016 laparoscopic appendectomy and on (B)(6) 2017 had oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, autoimmune thyroid disorder, gastrointestinal injury, cystitis, urinary tract infection, vaginal infection, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and vulvovaginal mycotic infection had resolved and the device breakage, embedded device, tubo-ovarian abscess, appendicitis, ovarian cyst, pelvic pain, mood swings, bladder disorder, urinary tract disorder, headache, alopecia, abdominal pain lower, complication of device removal, puncture site abscess and intestinal resection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, appendicitis, autoimmune thyroid disorder, bladder disorder, complication of device removal, cystitis, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal injury, headache, intestinal resection, irritable bowel syndrome, migraine, mood swings, ovarian cyst, pelvic pain, puncture site abscess, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had laparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Discrepancy was noted in the product explant date as it was reported as (B)(6) 2016 ,(B)(6) 2017  (B)(6) 2017 , surgical removal of coil  - laparoscopic removal of coil from right fallopian tube.  Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram - on (B)(6) 2017: result: there has been interval removal of the right essure device, but that there is a residual 2 to 3 millimeter round metallic fragment apparently in the right infundibulum or fundal myometrium.; on (B)(6) 2017: the left essure in the cornua,. Human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - in (B)(6) 2011: bilateral fallopian occlusion. Total bilateral occlusion; in (B)(6) 2011: bilateral fallopian occlusion; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: bilateral fallopian occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - in (B)(6) 2011: 3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension.; on (B)(6) 2017: tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified.; on (B)(6) 2017: confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only.. Ultrasound scan vagina - on an unknown date: there is a simple 5.1 cm left ovarian cyst. Simple 5.1 cm left ovarian cyst.. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, acute appendicitis, ovarian cyst, fatigue and tubo-ovarian abscess, dysmenorrhea, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : outcome of event pelvic pain, vaginal discharge, cystitis, dysmenorrhoea, autoimmune thyroid disorder were updated. Onset date of events added. Event of "patient wanted to have the other essure removed but hcp was not able to locate it" deleted. Event "malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure / malposition of essure device location of device: uterus" clubbed with the event of 'embedded device'. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture"), tubo-ovarian abscess ("tupoovarian abscess"), the first episode of gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition/"), the second episode of gastrointestinal injury ("erosion of her right essure implant into her appendix") and device expulsion ("malposition of essure device-uterus / migration of essure device- uterus") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "failed removal of left coil". The patient's past medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016 and menarche (at age (B)(6)). She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection.she denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010. Concurrent conditions included overweight, ovarian cystectomy (treatment dates : (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic and non-tobacco user. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included doxycycline and vicodin. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced thyroid disorder ("thyroid disorder"). In 2014, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required), cystitis ("infection of bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In 2016, the patient experienced the first episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, the second episode of gastrointestinal injury (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), bladder disorder ("bladder problem or changes"), dysuria ("urinary problem or changes"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2016,diagnostic laparoscopy,laparoscopic removal of coil removal from right fallopian tube), surgery (diagnostic laparoscopy,incision, drainage, and washout of right tupoovarian abscess), surgery (on (B)(6) 2016, bowel resection), surgery (on (B)(6) 2016 laparoscopic appendectomy) and surgery (on (B)(6) 2017 had hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, the last episode of gastrointestinal injury, urinary tract infection, vaginal infection, migraine and fatigue had resolved and the tubo-ovarian abscess, device expulsion, mood swings, cystitis, thyroid disorder, bladder disorder, dysuria, headache, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dysuria, fallopian tube perforation, fatigue, headache, migraine, mood swings, thyroid disorder, tubo-ovarian abscess, urinary tract infection, vaginal infection, weight increased, the first episode of gastrointestinal injury and the second episode of gastrointestinal injury to be related to essure. The reporter commented: patient had aparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative hysterosalpingogram - in (B)(6) 2011: essure confirmation test pregnancy test urine - on an unknown date: negative in (B)(6) essure confirmation test resulted in total bilateral occlusion ultrasound scan was performed, patient does have a 2-3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension. On (B)(6) 2016 patient confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only. On (B)(6) 2017 patient verified bilateral fallopian tubes and left ovary: resulted in bilateral fallopian tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified. Rs 4 most recent follow-up information incorporated above includes: on 23-jan-2018: pfs received-patient demographics added,patient historical and concomitant condition added, concomitant drug added,event added as follows:-mood swings,infection of bladder,urinary tract infection,vaginal infection,thyroid disorder,device expulsion,bladder disorder,dysuria,migrain,headache,dysmenorrhea,vaginal discharge,fatigue,weight gain,hair loss,lower abdominal pain.product information(removal date) added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had perforated the tube and her intestine / puncture / the appendix confirmed a coil"), device breakage ("there is a residual 2 to 3mm round metallic fragment apparently in the right infundibulum or fundal myometrium"), embedded device ("essure implant is in the wall of her uterus / malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure / malposition of essure device location of device: uterus"), tubo-ovarian abscess ("tuboovarian abscess /right tubal ovarian abscess"), gastrointestinal injury ("one of the coils had perforated the tube and her intestine/gastrointestinal or digestive system condition / erosion of her right essure implant into her appendix"), device expulsion ("essure implant is in the wall of her uterus / malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure / malposition of essure device location of device: uterus"), intestinal perforation ("perforation (other): bowel"), appendicitis ("secondary appendicitis"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid") and ovarian cyst ("left ovarian cyst") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 ((B)(6) 2009), miscarriage in 2011, abortion ((B)(6) 2011), appendectomy in 2016, menarche (at age 14), hypertension, tenderness and weight loss. She denies fever, foul smelling vd. She has had pinkish vd kind of watery requiring a pad since the procedure. She does not feel like there is an infection. She denies feeling any lumps, having any nodularity, or having any breast discharge. Previously administered products included for birth control: ortho tri-cylen from 1990 to 2010; for an unreported indication: urelle in 2010 and antihistamines. Concurrent conditions included overweight, ovarian cystectomy (treatment dates: (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017), skin lesion, amenorrhea, genital bleeding, ovarian cyst, flu, alcoholic, non-tobacco user, thyroid disorder, multiple allergies, hydrosalpinx, oophoritis, salpingitis, abdominal tenderness, right lower quadrant pain, left lower quadrant pain, cramp in lower abdomen, back pain, unilateral leg pain, stiffness, lumbar disc disease, myalgia, myositis, myofascial pain syndrome and adnexa uteri cyst. Family history included arthritis (maternal grandmother), colon cancer (maternal grandfather) and cholesterol levels raised (maternal grandfather). Concomitant products included antibiotics, clindamycin, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ibuprofen (motrin), levofloxacin, metronidazole, muscle relaxants, centrally acting agents, ondansetron, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (oxycodone-acet) and oxycodone hydrochloride;paracetamol (percocet). In 2011, the patient experienced abdominal pain lower ("persistent, daily pain in lower abdominal"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2012, the patient experienced cystitis ("infection of bladder / infection (bladder / urinary tract / vaginal) - type:"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type:"), vaginal infection ("vaginal infection / infection (bladder / urinary tract / vaginal) - type:"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problem or changes"). In october 2014, the patient experienced puncture site abscess ("infection (other) describe: puncture ¿ abcess"). In (B)(6) 2015, the patient experienced pelvic pain ("chronic pain \ pain \daily pain in pelvic area/pelvic pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and appendicitis (seriousness criterion medically significant), 4 years 11 months after insertion of essure. In (B)(6) 2016, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), abdominal pain upper ("left upper quadrant pain"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), complication of device removal ("failed removal of left coil") and irritable bowel syndrome ("ibs") and underwent intestinal resection ("bowel resection"). The patient was treated with surgery (appendectomy, diagnostic laparoscopy, hysterectomy (full), salpingectomy, bilateral oophorectomy, diagnostic laparoscopy,incision, drainage, and washout of right tuboovarian abscess, on (B)(6) 2016, bowel resection, on (B)(6) 2016 laparoscopic appendectomy and on (B)(6) 2017 had oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, gastrointestinal injury, autoimmune thyroid disorder, cystitis, urinary tract infection, vaginal infection, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, irritable bowel syndrome and vulvovaginal mycotic infection had resolved and the device breakage, embedded device, tubo-ovarian abscess, device expulsion, intestinal perforation, appendicitis, ovarian cyst, pelvic pain, mood swings, bladder disorder, urinary tract disorder, headache, alopecia, abdominal pain lower, complication of device removal, puncture site abscess and intestinal resection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, appendicitis, autoimmune thyroid disorder, bladder disorder, complication of device removal, cystitis, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, gastrointestinal injury, headache, intestinal perforation, intestinal resection, irritable bowel syndrome, migraine, mood swings, ovarian cyst, pelvic pain, puncture site abscess, tubo-ovarian abscess, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient had laparoscopic removal of coil from right fallopian tube. Hysterectomy with bilateral salpingo-oophorectomy. Coil protruding from tube after opening abscess, necessitating removal of the coil. On (B)(6) 2017 during surgery, there were some adhesions of the small intestine to the right pelvic sidewall near the fallopian tube. Discrepancy was noted in the product explant date as it was reported as (B)(6) 2016, (B)(6) 2017.  (B)(6) 2017, surgical removal of coil  - laparoscopic removal of coil from right fallopian tube.  Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: result: there has been interval removal of the right essure device, but that there is a residual 2 to 3 millimeter round metallic fragment apparently in the right infundibulum or fundal myometrium.; on (B)(6) 2017: the left essure in the cornua,. Human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - in (B)(6) 2011: bilateral fallopian occlusion. Total bilateral occlusion; in (B)(6) 2011: bilateral fallopian occlusion; in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: bilateral fallopian occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - in (B)(6) 2011: 3 mm cyst on her left ovary, the right ovary is normal measuring 28 mm in largest dimension. There was a small gestational sac, measuring 15 mm in largest dimension.; on (B)(6) 2017: tubes and ovaries" are two fimbriae fallopian tubes, a saccular cystic structure, and smaller tissue fragments. The cystic mass measures 6 x 3.5 x 1.0 cm. The fallopian tubes are not designated right or left. They measure 4.0 and 2.0 cm in length. Both are 0.5 cm in diameter. The smaller tissue fragments aggregate to 2 x1.5 x 0.7 cm and some of the smaller fragments appear to be portions of fallopian tube. No metal coils are identified.; on (B)(6) 2017: confirm fallopian tube coil had verified the appendix measures 5.5 cm in length with an average diameter of 0.8 cm. The serosal surface bears adherent fibrinous exudate and appears disrupted at the tip. The base is inked and the tip is bisected, and the specimen is sectioned revealing a proximally dilated lumen containing hemorrhagic material. Rs 1/ss16-1128. "Fallopian tube coil" is a disrupted metallic coil measuring 1 0.5 cm in length with an average diameter of less than 0.1 cm. The specimen is for gross examination only.. Ultrasound scan vagina - on an unknown date: there is a simple 5.1 cm left ovarian cyst. Simple 5.1 cm left ovarian cyst. Concerning injuries reported in this case the following ones were described in patient medical records: pelvic pain, acute appendicitis, ovarian cyst, fatigue and tubo-ovarian abscess, dysmenorrhea, headache and lower abdominal pain. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet received- new event perforation (other): bowel was added. Event "essure implant is in the wall of her uterus / malposition of essure device-uterus / migration of essure device- uterus / no essure was found / hcp was not able to locate the other essure / malposition of essure device location of device: uterus" was also coded to device expulsion. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.